Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Good faith effort attempts were made to try and retrieve additional details of the reported event, and patient and initial reporter information, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon rupture occurred. An 8.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured when pressurized at 8 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. An 8.0 x 100, 75cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon ruptured when pressurized at 8 atmospheres. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter first name. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Good faith effort attempts were made to try and retrieve additional details of the reported event, and patient and initial reporter information, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.